Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke off in the patient. Hospital was able to retrieve the tip and continue the procedure with a second device.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, and remained attached at the base and tip of the hot jaw. The cold jaw was observed to be detached from the jaw assembly. The cold jaw was returned for evaluation. Based on the return condition of the device, the reported failure "break" was confirmed as well as the analyzed failure "material twisted; bent wire". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip broke off in the patient. Hospital was able to retrieve the tip and continue the procedure with a second device.